Event description:
It was reported that two identical ¿dialysate blood leak¿ alarms occurred 10 minutes after starting hemodialysis. A multistix strip was used and was positive for blood. The patient was disconnected without blood restitution. The patient experienced approximately 200ml of blood loss. The test strip was negative for blood after disinfection. The sample is not available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. A failure during manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. Batch record investigation showed that products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Complaint history review completed. The sample was not available for evaluation.